Event description:
During procedure, anesthesia machine error occurred twice per attending surgeon. Patient supported with ambu bag with supplemental o2. Propofol gtt was initiated. Machine replaced with continuous monitoring using portable device. Patient vss throughout surgery.attending surgeon indicated that this piece of equipment was known to have had problems.